Manufacturer narrative:
(B)(4). Date of initial report: 01/04/2016. To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the generator experienced an error (code 312) after 2 hours of use during the ablation procedure. The procedure was cancelled without any harm to the patient.